Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11406r26, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
On 2015-10-29, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving hydromorphone (50 mg/ml) at 10 mg/day (also reported as 9.992 mg/day) and bupivacaine (40 mg/ml) at 8 mg/day (also reported as 7.99 mg/day) via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. On (B)(6) 2015, the hcp stated that they had a "harder time" refilling the patient's pump, but were successful. On (B)(6) 2015, during a refill, the expected residual volume (erv) was 3 ml and the actual refill volume (arv) was 3 ml; the hcp was able to access the pump, but although the tried twice, they were unable to refill the pump. The hcp was using a company refill kit and the system was patent. No patient symptoms were reported. Troubleshooting was performed, but the outcome was not reported; consideration of a lateral x-ray to check the pump bellows was recommended, but it was unknown if an x-ray had been performed. On (B)(6) 2015, the pump was replaced. Additional information regarding any troubleshooting performed, actions/interventions, causality, and resolution of the refill issue was requested. If additional information is received, a follow-up report will be sent.